Event description:
It was reported that the surgeon was attempting to insert a +20.5 diopter cc4204bf collamer plate lens and the lens was torn while advancing in the injection system. The reporter believes the incident was caused by the injector. There was no patient contact.

Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated. A haptic had been off and was missing. There was evidence of a clear surgical residue.